Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non-totally occluded, 2.5mm x 24mm, eccentric, de novo target lesion containing a >=90 degrees bend was located in the severely tortuous and severely calcified distal right coronary artery. A 2.50 x 24 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and it was found out that the tip of the stent strut was deformed. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.